Manufacturer narrative:
(B)(4). Device evaluation: the customer reported that during insertion, the clinician was unable to pass the dilator over the guide wire was not confirmed. The customer returned one dilator and one guide wire. The guide wire was measured at 455 mm in total length and exhibited an outside diameter (od) of 0.847 mm. The returned guide wire meets the od specification but does not meet the length specification for the guide wire in the reported kit per guide wire graphic (length: 678 - 688 mm and od: 0.838- 0.877 mm). The dilator tip inside diameter (ID) was measured at 0.027", which also does not meet the ID specification for the dilator packaged in this kit per dilator graphic (ID-0.036"- 0.038"). The device history record review was performed on the guide wire and dilator from the reported kit with no relevant findings. Complaint verification could not be performed since the components returned are not from the reported kit. No additional information was reported. Therefore, the probable cause of the dilator would not pass over the guide wire could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the clinician was unable to pass the dilator over the guide wire. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.